Manufacturer narrative:
As soon as the event was identified,the unit was taken of service immediately. There was no patient involved when the event occured. The fault could not be replicated. Further investigation has determined the fault to be caused during servicing activity on 2nd october , 3 days before the event occured , where the joystick was stuck and had to be regreased. It is suspected that during servicing activity the cable management wasn't conducted properly which would have led to the unintended laser emission. This is an isolated incident and all other units manufactured during this period were checked and there was no problem found with the joystick . The unit has been replaced with a new joystick and has been found to be working to specification (performance verified through a product acceptance fault record). Ellex will be monitoring this system and other units on the field for any similar findings. The service technician has been recommended to undergo training on joystick servicing. The device has been in use for 14 years and there have been no similar complaints, reported till date. E2018008.

Event description:
The defect was observed in USA on ultra q laser which was firing on its own when they moved the joystick . No serious injury caused.